Event description:
It was reported that during an adrenalectomy procedure, the scrub nurse tested the gun and it worked fine. Surgeon tried to use it and the clips would not close properly, the gun would then not work after fiddling with it. A second gun was opened and worked fine. No adverse event on the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw causing pear shaped clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, a properly formed clip was found jammed inside the shaft leading to the found feeding issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.